Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented for a routine follow up when non-sustained lead noise episode was observed. The episode was caused by retrograde conduction, which led to atrial undersensing and competitive atrial pacing. Some programming options were discussed. The decision was to continue monitoring the patient since only one occurrence was observed at the time.